Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing high blood glucose level. The high blood glucose level of customer at the time of incident was 414 mg/dl. Customer's current blood glucose level was 92 mg/dl. Customer was not using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was active at the time of incident. It was found that customer had experienced symptom at the time of high blood glucose level including nausea, vomiting, abdominal pain and difficulty breathing. The insulin pump will not be returned for analysis.